Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated three target lesions. Target lesion one was located in the de novo, severely calcified, moderately tortuous, mid rca (right coronary artery) with 90% stenosis and measuring 2.25x6mm. Target lesion one was treated with predilation, rotational atherectomy, and placement of a 2.25x8mm taxus liberte stent resulting in 0% residual stenosis. Target lesion two was a second, distinct lesion in the de novo, severly calcified, moderately tortuous, mid rca with 90% stenosis and measuring 2.5x6mm. Target lesion two was treated with predilation, rotational atherectomy, and placement of a 2.5x8mm taxus liberte stent resulting in 0% residual stenosis. Target lesion three was located in the de novo, moderately calcified, mildly tortuous, proximal rca with 90% stenosis and measuring 2.5x6mm. Target lesion three was treated with predilation, rotational atherectomy, and placement of a 2.5x8mm taxus liberte stent resulting in 0% residual stenosis. During withdrawal of the stent balloon, "stickiness" was noted. The balloon withdrawal resistance was reported to be moderate and was resolved by "pull harder". No additional treatment was required and there were no complications for the patient. The patient was discharged two days post procedure on asa and plavix.

Manufacturer narrative:
A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The device was not returned for evaluation. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.